Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: -the patient was a 37-year-old female, 158 cm tall, and 55 kg. -one month after surgery, the patient was found to have no dehiscence, signs of infection, itching, or induration. -three months after surgery, the patient came to the clinic complaining of redness and itching of the wound, and steroid tape (dren-isone-tape tape or eclar plasters) was used. -twelve months after surgery, the wound was healed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related medwatch reports: 2210968-2024-02561, 2210968-2024-02562. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date c-section? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please confirm product code and lot number for each suture? Surgeon¿s name? Related medwatch reports: 2210968-2024-02561, 2210968-2024-02562.

Event description:
It was reported that a patient underwent a c-section on an unknown date and interrupted suture was used on the superficial fascia. Three months after surgery, the patient came to the hospital complaining of redness and itching at the wound site. The patient was prescribed steroid tape. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿-the patient was a 37-year-old female, 158 cm tall, and 55 kg. Date c-section?¿unk what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿keloid was formed after previous c-section surgery. Please describe any medical/surgical intervention required for this suture event including dates and results.¿streroid tape was prescribed did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no other relevant patient history/concomitant medications?¿no were any pre-op cleansing procedures or products changed recently? If yes, please describe.¿unk does the patient have a known allergic history to any medical devices, food and/or medication?¿no was allergy testing performed? If so, please describe with results.¿unk are there any photos available?¿no photo what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿unk what is the patient's current status?¿recovered please confirm product code and lot number for each suture?=>product codes and lot numbers are unknown. (This is a case described in the amp review (jp_eth_woun_311116).) Surgeon¿s name?=>unk